Event description:
It was reported that the right ventricular lead was oversensing noise, which resulted in ventricular pacing inhibition. The right atrial lead was also oversensing noise that appeared to be correlated with the oversensing by the ventricular lead. The device may have a sensing problem or it may be a lead issue only; it was indeterminate. The ventricular sensitivity was reprogrammed and the system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.